Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as capsular contracture baker grade IV. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device was explanted.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within the specification, fold crease, a deformation, and a cloudy color in the gel observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.